Event description:
It was reported that the lead exhibited high thresholds and loss of capture. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 9 cm to 9.5 cm from the connector pin, due to friction with another device.

Event description:
It was reported that patient underwent an inguinal hernia repair procedure on (B)(6) 2004. The patient experienced discomfort in the lower left side and constipation since surgery. In 2008, a physician from a pain clinic prescribed pain medication and gave injections for the intermittent pain concerns. A CT scan was done in 2008 but "did not show what the issue was, just some minor tissue problem."